Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced missing scale markings. The following information was provided by the initial reporter: needle without graduation.

Manufacturer narrative:
The following fields were updated: d4: UDI: (B)(4).

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced missing scale markings. The following information was provided by the initial reporter: needle without graduation.

Manufacturer narrative:
H6. Investigation summary: six photos displaying a syringe received by our quality team for investigation. Upon visual evaluation, illegible scale marking on the syringe are observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml syringe experienced missing scale markings. The following information was provided by the initial reporter: needle without graduation.